Manufacturer narrative:
Past gi bleeding captured under manufacturer's report # 2916596-2020-02805. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's condition was complicated by multiple gi bleeding in the past and consecutive abdominal surgeries with intestine resection. The patient was admitted to the hospital on (B)(6) 2020 due to pneumonia. Left ventricular assist device (lvad) function at admission was decreased with low flow 1.2 liters per minute (lpm) and patient was admitted to the ICU. Due to increased international normalized ratio (inr) values, the patient received plasma and blood transfusions (hemoglobin 75 g/l) and flow was around 2.5 lpm. An echocardiogram (echo) was performed and results were normal. In the evening, the flow dropped to 0.3 lpm and a CT was performed. The CT showed complete thrombosis of the outflow graft -- 5 cm from aorta to the pump. The pump calculation went to 0.0 and an echo exam showed natural contractility of the heart (approximately 15% ejection fraction (ef) of the left ventricle (lv)). Noradrenaline and dobutamine were introduced. Based on vad team consultation, the lvad was switched off on (B)(6) 2020. In the next few days, the patient's inflammatory parameters were elevated. Klebsiella was detected in the urine. The patient was then put on vancomycin, meropenem, and metronidazole. The patient remained in the ICU due to treatment of pneumonia with inotrope IV support. The patient expired on (B)(6) 2020 (asystolia).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. Furthermore, neither the report of thrombus in the outflow graft nor the report of low flow events could be confirmed. It was reported that the patient was admitted to the hospital on (B)(6) 2020, due to pneumonia. The patient¿s lvad function upon admission was decreased with a low flow of 1.2 lpm. The patient was admitted to the ICU. Due to the patient¿s increased inr values, the patient was treated with plasma and blood transfusions and their flow increased to 2.5 lpm. An echocardiogram was normal. In the evening, the patient¿s flow dropped to 0.3. A CT was then performed which showed complete thrombosis of the outflow graft. CT images were provided via file transfer; however, the files were not able to be opened. Multiple requests for an email with the CT images were sent to the clinical specialist; however, no response was received. It was also reported that since the pump parameters reached 0.0 and the echocardiogram showed natural contractility of the heart, noradrenalin and dobutamine were introduced. The vad team was consulted and the patient¿s lvad system was switched off and support discontinued on (B)(6) 2020. In the next few days, the patient¿s inflammatory parameters all became elevated. Multi-resistant klebsiella was detected in the patient¿s urine and the patient was treated with multiple antibiotics. The patient remained in the ICU while their pneumonia was treated with inotrope IV support. The patient expired on (B)(6) 2020, due to asystolia. It was reported that the pump was not explanted; therefore, no product was available for evaluation. Heartmate 3 lvas IFU rev. B is currently available. Localized infection, driveline infection, pump pocket or pseudo pocket infection, pump thrombosis, and death are listed in the hm3 IFU as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. This section also contains a subsection entitled ¿controlling infection¿. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.